Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Post-fracture damage has obfuscated most fracture artifacts that could assist in finding a probable origin and cause of the tray fracture.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on unknown date. Subsequently, patient was revised on (B)(6) 2011, due to fracture of the humeral tray. The humeral tray and humeral stem were removed and replaced.